Event description:
On 12/6/96, during a discussion with a facility nurse concerning a change to a new lot of heparin due to a recall, the MFR's mgr, clinical serviced was informed by the facility nurse that the pt has had a greater return volume (rv) then expected for the last two refill cycles. The facility nurse did not have the exact rv or refill intervals on hand. The MFR's mgr, clinical services requested a review of the pt's coagulation values./ it was then noted that the pt's partial thrombosis time (ptt) was nineteen (19) seconds (performed prior to the last device refill). The physician desires a ptt range of 30-40 seconds (which is normal value). Prior to apparent device slow down, the pt's ptt was 35 seconds.the pt has not manifested any symptoms of hypercoagulation (which is evidenced by complaints of leg pain by the pt). The plan was to have a MFR's nurse present during the next device refill (scheduled for 12/18/96), to evaluate the possibility of a partial catheter occlusion. No further details are available at this time.